Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1200 mg/dl. The customer's current blood glucose is 600 mg/dl. The customer experienced symptoms such as stomach hurt a result of high blood glucose. The customer was treated by intravenous insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.